Event description:
On (B)(6) 2014, the patient underwent pipeline embolization treatment. The patient¿s anatomy was tortuous. During the procedure, it was reported the pipeline (5mm x 14mm) could not be detached from the capture coil despite numerous attempts. The pipeline was removed from the patient and another device was used to complete the procedure. The patient is scheduled for a 6 month follow-up. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.

Manufacturer narrative:
The marksman, pushwire and pipeline were returned for evaluation. The pushwire was noted outside the catheter. The pipeline was not attached to the pushwire. The evaluation could not determine the cause of the event as the pipeline was found open and released from the capture coil; however, the capture coil and pipeline braid were found damaged and may have contributed to the reported experience. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).